Manufacturer narrative:
The device referenced in this report was received and investigated. The investigation found an obstruction inside the auxiliary water channel. Yellowish residue was found inside the auxiliary water channel at the 43 cm mark to the distal end. There was no residue or stains noted in the biopsy and suction channels of the device. The air/water nozzle was found dented and sharp and the distal end cover was found cracked with nicks and dents. An olympus endoscopy support specialist (ess) visited the facility to further investigate and found that the facility was improperly reprocessing the colonoscope. The facility was not performing pre-cleaning and not properly performing manual cleaning, including flushing of the auxiliary water channel prior to reprocessing. The facility was not leak testing the device. The ess inspected the device and found the auxiliary water channel clogged and debris was noted on the distal end cover. An olympus endoscopy support specialist has conducted in-service training at the user facility on how to properly handle and clean the device. The cause of the event could not be determined; however, not following reprocessing steps could likely contribute to the reported event.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the five patients involved in this event. The user facility reported that five patients sustained chemical colitis following colonoscopies. Two of the five patients were hospitalized for an unknown amount of time, subsequently all five patients have recovered. The facility declined to provide additional specific information regarding the affected patients. The device was removed from service and forwarded to olympus for further evaluation. Please cross reference MFR. Report numbers: 8010047-2008-00090, 2951238-2016-00181, 2951238-2016-00182, 2951238-2016-00183 to account for the five patients as referenced in the original report. The following report will be supplemented to cross reference the four associated infection complaints: (B)(4).